Manufacturer narrative:
The reported event could be confirmed based on available medical records and healthcare professional¿s assessment. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. Upon further investigation of available x-rays by healthcare professionals the following was observed "there is tibial radiolucence and some smaller cysts around the tibial component. This indicates loosening. No clear sign for migration, though. The pe cannot be assessed directly, however, there is no indirect sign of loosening of breakage of the pe. The talar component also shows some radiolucence and little cavities around. There is tibiofibular union, no periprosthetic fracture. Loosening but no clear migration in the talus." Based on investigation, the root cause was attributed to a patient related issue. The failure was caused by cavities and cysts around the talar and tibial components along with the tibiofibular union. If the device is returned or any further information is provided, the investigation report will be reassessed. H3 other text: device remains implanted in patient.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery for reasons that are not available at the time of this report.